Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the patient does not recall if the ipg was set to surgery mode or not. No further intervention is planned at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced with no complications.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Correction: section h6 medical device problem code should have been "1057 - premature discharge of battery" instead of "2885 - battery problem" and health effect clinical code should have also included "1924 - failure of implant" in additional report 3. This correction is reflected in this additional report 4.